Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked. The product was used for high-pressure angiography yesterday, and the isolation plug leaked; the number of affected units is 1, the sample can be returned, and a video is provided; green claims are required, a complaint reply letter is required, and a complaint receipt letter is required.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3353149. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a photograph and sample were returned to aid in our investigation. Visual analysis of the device confirmed that the returned unit was missing a septum, and also confirmed that the residue of the adhesive indicates that the septum was affixed to the body of the device in accordance with product specification. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
No additional information.